Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the transmitter did not blink when connected to the sensor. The blood glucose reading was 156 mg/dl. The customer was advised to replace the sensor and reported that the electrode was missing. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection of one opened and used enlite sensor. Found the sensor cannula was retracted and broken inside of the sensor base also, missing the broken part; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.